Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 28atm. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation. The device was inflated with an in-house inflation device and a pinhole rupture was identified in the distal cone of the balloon. Therefore, the investigation is confirmed for a pinhole rupture. However, the investigation is inconclusive for the reported retraction issues, as the device was unable to be fully functionally tested due to the returned sample condition (e.g. Balloon rupture). The definitive root cause for the identified rupture or the reported retraction issues could not be determined based upon the available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date 10/2019).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 28atm. It was further reported that there was difficulty retracting the balloon through the sheath. Another balloon was used to complete the procedure. There was no reported patient injury.